Event description:
The customer's mother reported via phone call that the customer had a blood glucose of 500 mg/dl due to a no delivery alarm at night. Customer has been unable to keep their blood glucose stable in the 200's mg/dl. Customer changed the set twice. Customer also changed the battery and their blood glucose dropped down to around 180 mg/dl. Customer's current blood glucose is 320 mg/dl. Customer's blood glucose was 512 mg/dl at the time of the incident. Customer was given 5 units of an insulin shot and changed their site. Customer's mother reported that the no delivery alarm was resolved by a complete set change. Customer's mother does not want to return the set or reservoir for analysis. Customer mentioned that they fell out of a hammock on a metal stand and had a minor cut on their head. Customer was not hospitalized. Customer mentioned that they had a runny nose and headache and may have a sinus infection or allergies. Customer did not have a tubing clamp to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.